Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2014-00588.

Event description:
As reported via the (B)(6), a patient experienced a transient ischemic attach (tia) during post dilation. The event resolved fully with no deficit after 24 hours. Then, 20 days post procedure; the patient experienced a neurological event which resolved within 24 hours. At post procedure, the patient was asymptomatic. Angiography revealed 80% stenosis to the left proximal/ostium internal carotid artery. The lesion was described as 20mm in length, concentric and arch type ii. The reference vessel was 5.0 in diameter with mild vessel tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was debris noted in the filter basket. It is unknown if air bubbles were present. During post dilation, the patient developed behavioral changes and aphasia. The onset was gradual. The event was diagnosed as a tia and fully resolved 24 hours later with no deficit. It is unknown if the patient was medically treated and it is unknown if the angioguard was still in the patient when the event occurred. The post procedure nih stroke assessments were not performed. The patient was discharged 4 days later from the index procedure. Concomitant medications included clopidogrel and aspirin post procedure. Per the investigator, the event was related to the procedure and not related to the cordis products. Per the adjudication note, a secondary event of stroke has been reported for this patient during adjudication. The event date was (B)(6) 2014 (20 days post procedure). Per the site, it was noted as a neurological event with a gradual onset and fully resolved within 24 hours. Per the investigator, the event was not related to the index procedure or the cordis products. Multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
Based on the adjudication minutes received, the event of cva occurred 2-3 hours post procedure. Therefore, there is no event against the angioguard as the device was not in the patient when the event occurred. This medwatch is being submitted to un-report the event that occurred on (B)(6) 2014.